Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. It was reported that customer need to change insulin pump battery every 3 days. The event involved product(s) mmt-332a, mmt-394a,mmt-1884. Troubleshooting was not performed. No further patient complications were reported. No product return is required formmt-332a. No product return is required for mmt-394a. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms or delivery anomalies noted during testing. Successfully downloaded history files and traces using thump. The power management graph was in spec. Multiple low battery alerts were found in the history file 4/20/25 9:37, 4/10/25 9:04, 4/1/25 8:21, 3/19/25 23:22, 3/8/25 1:23, and 2/25/25 11:19 and these were expected. No delivery alarms on the event date or seven days prior from the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay button (select), pillowing keypad overlay, cracked battery tube threads, cracked case (battery tube), and scratched case. Battery lasting less than expected, low bgs and delivery anomalies were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.